Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: it looks like a piece of the fenestrated bipolar forceps instrument yaw pulley is missing at the base of the grip. The instrument should be returned for further analysis to determine root cause.

Event description:
It was reported that during central processing, the small plastic insulator of the fenestrated bipolar forceps instrument was missing. The instrument was used 12 times out of 14. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter obtained the following additional information: the issue was identified during central processing. During procedure, no fragment fell into patient. There was no harm to patient, the procedure was completed robotically with no delay and no changes for a backup instrument.